Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient received inappropriate shock therapy due to noise on the right ventricular (rv) lead channel. Additionally, this rv lead also exhibited high shock impedance. Lead insulation issue was suspected. Additional information was received, stating that the lead was capped due to confirmed insulation issue. Another rv lead was successfully replaced. No adverse patient effects were reported.